Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing severe low blood glucose (bg) levels (value not provided), resulting in a loss of consciousness, and a broken foot and ankle. Subsequently, customer went to the emergency room. Reportedly, customer had pancreas removed, and had islets cell transplant, causing cells to work at random times, causing bg to lower. Additionally, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer was unaware of bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.